Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage the conductor wire(s). Additional observation(s) unrelated to the reported complaint states that the instrument had damage to the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire was not torn or fully broken. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation did not show damage. The instrument was also found with scratch marks/abrasions on one side of the bipolar yaw pulley. The instrument was further evaluated and disassembled. It was noted that the conductor wire was broken in the back end for the grip that failed continuity test. The wire break was approximately 4 inches from the crimp on the proximal side, and the area around the break point looked damaged/pressed. The wire strands were visible at the break point. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not work. The procedure was completed with no patient harm.